Event description:
It was reported that placement of the prostar xl sutures were attempted in the right and left common femoral artery using the preclose technique before a core valve interventional procedure. The arteriotomy was an 8fr and during the core procedure the sheath was upsized to a 14fr. Reportedly, on the right side, no needles were deployed with the first device. A surgical cut down was performed. The second device used on the left common femoral artery, only two needles could be deployed. A vascular suture (not prostar suture) was performed. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. The cause of the reported failure deploy the needles appears to be related to operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: after the needles were reportedly not deployed with both prostar xl devices, the back-down technique was performed and the devices were removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device that was is being filed under a separate medwatch MFR number.